Event description:
I got pregnant after I had the essure procedure done. I had the essure procedure done on (B)(6) 2010, I confirmed my tubes were blocked with the hsg test in (B)(6) 2010. And I found out I was pregnant on (B)(6) 2010.